Event description:
It was reported that a patient received a vf episode notification via merlin.net due to post-sensed t-wave oversensing. Antitachycardia pacing was inappropriately delivered. High voltage therapy was aborted due to return to sinus detection. Programming changes were made.